Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable alarm. A continuous infusion rate of 2 ml per hour had been programmed, with a total reservoir volume of 63.4 ml and a given volume of 26.6 ml. The green flow stop was present and settings were reviewed. The tubing was clamped, and the cassette was removed. The cassette was gently tapped on a firm surface, and the tubing was massaged while green flow stop compressed. The cassette was reattached, but the alarm returned. The steps were repeated twice and the alarm continued. The pump was powered down, and the tubing remained clamped. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.